Event description:
It was reported the patient had a successful pocket revision on friday, (B)(6). The following tuesday the patient reported to her neurologist that the system worked fine over the weekend, then after a sudden shocking sensation she lost therapy and her tremors returned. The neurologist performed impedance tests on (B)(6) and several connections showed greater than 20,000 ohms. It was noted a revision was likely necessary.

Manufacturer narrative:
Concomitant medical products: product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3389s-40, lot# v671652, implanted: (B)(6) 2011, product type: lead. (B)(4).